Manufacturer narrative:
Analysis found the unit with motor error alarm during the basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform occlusion, prime, and excessive no delivery tests. Analysis was unable to verify bolus amount anomaly. There were no vibration anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.